Event description:
It was reported that balloon deflation failure, difficulty removal, and balloon rupture occurred. The 99% stenosed target lesion was located in a shunt in the moderately tortuous and non-calcified arteriovenous fistula venous side. A 6.0 x 40, 40cm mustang balloon catheter was advanced for dilation. After dilation of the lesion, an attempt to deflate the device was made, however, the pressure stopped decreasing during the procedure. Since it was unable to remove the device, a pressure higher than rated burst pressure (rbp) was applied and ruptured the device. The device was then removed from the sheath, and the procedure was completed with another of same device. There were no patient complications nor injuries reported.